Event description:
It was reported the customer is experiencing residual fluid remaining in the IV bag after transitioning to bd fluid bags for infusion. It was alleged that when using dextrose 5% and sodium chloride 0.9% bags in sizes 250 ml, 500 ml, and 1000 ml in combination with phaseal optima, the pump draws air into the tubing instead of fluid. This issue was not observed when the same fluid bags were used without phaseal optima. There was patient involvement however, no patient harm was reported.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is experiencing residual fluid remaining in the IV bag after transitioning to bd fluid bags for infusion. It was alleged that when using dextrose 5% and sodium chloride 0.9% bags in sizes 250 ml, 500 ml, and 1000 ml in combination with phaseal optima, the pump draws air into the tubing instead of fluid. This issue was not observed when the same fluid bags were used without phaseal optima. There was patient involvement however, no patient harm was reported.

Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is experiencing residual fluid remaining in the IV bag after transitioning to bd fluid bags for infusion. It was alleged that when using dextrose 5% and sodium chloride 0.9% bags in sizes 250 ml, 500 ml, and 1000 ml in combination with phaseal optima, the pump draws air into the tubing instead of fluid. This issue was not observed when the same fluid bags were used without phaseal optima. There was patient involvement however, no patient harm was reported.